Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing of the device. The results of the analysis indicate that the touch screen calibration was not correct. The philips technical consultant (tc) calibrated the screen. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the screen needed to be calibrated. The issue was resolved by calibrating the screen and the product is back in service.

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that when the patient is on the table and monitor freezes up and requires restart. No adverse event to the patient or user was reported.